Event description:
Tampons fall apart or break off [device breakage]. Case narrative: consumer reported via ratings & reviews that the tampons fall apart or break off. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.